Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient called in regarding MRI. Patient said they are in pain and need a knee MRI. Patient said they think they have a torn meniscus. Patient said earlier this year they didn't feel stim so they changed the program and increased stim. Patient said they turned stim off because they wanted to see if it was helping their symptoms. Patient said when they turned stim back on they had to increase stim higher than usual. Patient said stim went to their knee and toes and made their knee really tight. Patient said they decreased stim and still couldn't feel stim in the bike seat area. Patient got up the next day and their knee was so tight and stiff. Patient turned stim off and their knee got better. Patient said they talked to a rep who said 4.0 volts was a low number. Patient went to program 7 and was able to feel stim in the bike seat but their knee got stiff. Patient turned stim off and their knee got better. Agent did not ask about the circumstances that led to the reported issue. Additional information was received from a manufacturer representative (rep). The rep reported that cause of the not feeling stimulation/feeling stimulation in knees/toes was not determined.